Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high result from a coaguchek inrange meter. The serial number was requested but was not provided. The result from the meter was 4.7 inr. At the same time the laboratory result was 2.7 inr. The laboratory reagent was requested but was not known. The next day, the customer was tested on a coaguchek system at the clinic and the result was 3.7inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.0 inr. The customer was on very strong antibiotics at the time of the event.